Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry indicating this patient to have endured "significant bleeding and hematoma (right groin)" requiring at least 1 unit of blood as medical intervention. While the patient presented with bilateral groin bleeds prior to placement of the device, it was alleged this event had a "possible" relationship to the impella device.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. Clinical details states that post procedure, the patient's activated coagulation time (act) was prolonged at 250. Therefore, the root cause of the access site bleed was most likely due to improper anticoagulation management.